Manufacturer narrative:
This previously capped lead was explanted on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the df1 connector of this lead was visibly damaged during an elective ICD replacement. The lead was capped and a new lead implanted.

Manufacturer narrative:
Combination product: yes. This previously capped lead was explanted on 10-sep-2024. Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin (into 2 segments). The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found squeezed and damaged at 31.5 cm proximal to the lead tip. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the insulation of the df1 connector was found fractured from the yoke. The fracture probably occurred when removing the connector from the header of the ICD due to tensile stress. Additionally, the fixation helix was found bent and the rv shock coil stretched. These damages probably occurred when extracting the lead due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.